Event description:
It was reported on (b)(9) 2015, that a sign im nail was removed during surgery due to the surgeon not being able to locate the holes in the nail that coincide with the interlocking screws. It was found after the nail was removed that the individual that screwed the nail onto the l-handle used too much force and bent the alignment tabs which forced the nail to rotate out of proper alignment. A new nail was prepared and the surgery was completed.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the damaged nail is described an use error on the part of a member of the surgical team. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first nail was replaced with a 9mm x 380mm, standard nail using two proximal screws and one distal screw. Sign fracture care international will continue to monitor these events as part of our post market activities.